Manufacturer narrative:
Stryker evaluated the device and observed that the device had displayed a white screen. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
During inspection of the device, stryker observed that the device had displayed a white screen. As a result, the device may have been in a lock condition and defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker product analysis center (pac) evaluated the customer's device and determined that the cause of the reported issue was determined to be due to a loose display side flex cable connection. The device was retained by stryker.

Event description:
During inspection of the device, stryker observed that the device had displayed a white screen. As a result, the device may have been in a lock condition and defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.